Event description:
A male pt was enrolled in the study in 2007 with 2 vessel disease. The first lesion initially treated was in mid left anterior descending. It was type b2, native, restenotic (after in-stent restenosis of a bare metal bx sonic stent), smooth, readily accessible and eccentric. The lesion had a reference vessel diameter of 25mm and a lesion length of 27mm. Pre-procedure diameter stenosis was 70%. A 2.50 x 33 cypher select plus stent was electively implanted with satisfactory results. The second lesion initially treated was in the proximal circumflex. It was type b2, native, restenotic (after in-stent restenosis of a bare metal bx sonic stent), smooth, readily accessible and eccentric. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 18mm. Pre-procedure diameter stenosis was 70%. A 3.50 x 23mm cypher select plus stent was electively implanted at 12atm with satisfactory results. Approx nine months post index procedure the patient developed unstable angina. The coronary angiogram showed focal proximal and distal restenosis in the mid left anterior descending. The pt was treated with ptca-cypher stents (proximal and distal).

Manufacturer narrative:
The product that restenosed was a bx sonic bare metal stent (prxxxx). Lot and catalog number are unknown. This device is one of three products associated with this event. Please refer to MFR report #'s 9616099-2008-00635, 9616099-2008-00639, & 9616099-2008-00640. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.